Event description:
Baxter (B)(4) received a report that an infusor leaked 30 minutes after the start of infusion. The concomitant medical products are currently unknown. This condition has the potential to interrupt therapy or breach the sterile fluid pathway. There was patient involvement, but there was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The batch review revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition. A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Manufacturer narrative:
(B)(4). Evaluation summary: baxter received one sample containing approximately 190 ml of fluid in the reservoir. Visual examination of the unit confirmed the reported condition of a leak, observed at the connection of the blue winged luer cap which was not securely tightened. After the cap was securely tightened, the leakage completely stopped. Functional testing of the device revealed no signs of leak after a 24-hour leak-monitoring period. The root cause was determined to be an untightened winged luer cap. No repair was done, as this is a single-use device which will be discarded. No other observations were noted on the unit.